Event description:
It was reported that the device locked up. There were no reports of any pt involvement.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the report failure. Physio replaced the cable assembly connecting the system pcb assembly to the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the returned cable assembly and found the root cause of the reported malfunction to be several intermittently open pins.